Event description:
Customer initially reported the inserter freestyle libre inserter did not fire and therefore prevented sensor insertion. Replacement product was ordered, however a caregiver later reported that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a loss of consciousness. No further information was provided by the caregiver and further attempts to gather information were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported the inserter freestyle libre inserter did not fire and therefore prevented sensor insertion. Replacement product was ordered, however a caregiver later reported that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a loss of consciousness. No further information was provided by the caregiver and further attempts to gather information were unsuccessful. There was no report of death or permanent injury associated with this event.